Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -2.25 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed. Reportedly, "the patient required the lens to be removed because of the headache." The problem was resolved. Cause reported as a patient related factor. Status of the eye is, "ok."

Manufacturer narrative:
Claim# (B)(4).